Event description:
A user facility returned an electromechanical ambulatory infusion pump, stating that it had a condition of under delivery. The degree of under delivery was not provided by user facility. There is no report of patient injury.